Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV catheter extension set was leaking from a crack in the line tubing near the luer connector that connected to the catheter. This occurred during a peripherally inserted central catheter infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.